Event description:
We received a report that an tecnis z9002 18.5 was explanted from the left eye after the visual outcome resulted in the patient being less near sighted than desired. The incision was enlarged to remove the iol but a vitrectomy was not required. Suture was used to close the wound. A replacement iol, a z9002 20.5 diopter lens, was placed during the same procedure. The patient has recovered.

Manufacturer narrative:
(B)(4) - explant of intraocular lens; incision enlargement; unexpected post-operative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed surface residuals (fiber/particles) and stains on the lens that could be related to the handling the lens in a non-sterile environment. The lens also returned with deep scratches that could be related to the explant process. Manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. Slit lamp inspection of silicone lens shows that all the lenses sampled had an acceptable haze level. No deviation or non-conformance (ncr) related to the customer claim was generated. The monofocal bench measurement results (inspection data) of the production order were reviewed. No deviation was reported. The device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.